Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display, vibrator anomaly and moisture damage. The customer's blood glucose level was 6.4 mmol/l at the time of the incident. The customer stated that they went swimming. The customer stated that the pump vibrated and nothing appeared on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. Device was received with critical device had error open book image alarm and unable to download due to corroded electronic assembly. Unable to perform the selftest, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify vibrato anomaly due to critical pump error open book image alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.